Event description:
A report was received that the patient had discomfort at the ipg site. The patient had revision wherein the battery was moved to different location. The patient was doing well post operatively.